Event description:
It is reported that the pt was revised for a broken insert.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it was observed on the x-rays that the femur has moved slightly to the medial side of the knee. However, insert fracture could not be confirmed. The n-k flex compatibility chart indicates that usage of size 2 femur on size 0 articular surface/tibial baseplate is considered an off-label use. No further investigation is possible at this time with the available info and the reason for insert fracture cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.